Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter was entrapped on the filterwire. An 8.0-36 carotid wallstent and filterwire ez were selected for use. During the procedure, the stent delivery system became lodged in the filterwire ez, resulting in the removal of the filter without the capture device. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified. The stent was implanted. The delivery system was pulled out together with the filter. The device was not fragmented.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter was entrapped on the filterwire. An 8.0-36 carotid wallstent and filterwire ez were selected for use. During the procedure, the stent delivery system became lodged in the filterwire ez, resulting in the removal of the filter without the capture device. The procedure was completed using another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the catheter was entrapped on the filterwire. An 8.0-36 carotid wallstent and filterwire ez were selected for use. During the procedure, the stent delivery system became lodged in the filterwire ez, resulting in the removal of the filter without the capture device. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified. The stent was implanted. The delivery system was pulled out together with the filter. The device was not fragmented.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device eval by manufacturer: the carotid wallstent and filterwire ez were returned for analysis with the filter wire inserted. The carotid wallstent was received in an unsheathed condition, with the stent already deployed from the delivery system. While the device was unsheathed, the investigator was unable to remove the filterwire or re-sheath the device. As a result, the device was placed in a water bath at approximately 37c overnight to facilitate removal of blood residue. Following removal from the water bath, the investigator was able to sheath the device, and the filterwire was subsequently removed. Visual and tactile examination identified no issues with the catheter or delivery system. The stent was implanted, thus not returned for analysis. No issues were identified with the stent cups or stent holders.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the catheter was entrapped on the filterwire. An 8.0-36 carotid wallstent and filterwire ez were selected for use. During the procedure, the stent delivery system became lodged in the filterwire ez, resulting in the removal of the filter without the capture device. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified. The stent was implanted. The delivery system was pulled out together with the filter. The device was not fragmented.

Event description:
It was reported that the catheter was entrapped on the filterwire. An 8.0-36 carotid wallstent and filterwire ez were selected for use. During the procedure, the stent delivery system became lodged in the filterwire ez, resulting in the removal of the filter without the capture device. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified. The stent was implanted. The delivery system was pulled out together with the filter. The device was not fragmented.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H7 if remedial act init, type & h9 correction/removal reporting #: corrected.